Event description:
A nurse reports a patient with dysphotopsia following intraocular lens (iol) implant surgery. The lens was exchanged. Additional informationhas been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 08/27/2008 and 09/10/2008 by phone, fax, and mail. A completed questionnaire has not been received.